Event description:
It was reported that an itb patient recently showed overdosage and underdosage symptoms. The pump seemed to function normal (no volume discrepancy and normal pump logs. It was expected that the catheter was not ¿ok.¿ additional tests were to be performed to check the catheter integrity via the catheter access port (cap). It was thought that the catheter was ¿pretty old¿ and consideration of catheter replacement was made. This device system delivered baclofen. It was further reported that after troubleshooting the patient received oral baclofen and valium. The physician decided to replace the catheter ¿last week.¿ after explant, nothing appeared as to where the issue with the catheter was and therefore the issue was not identified. The patient was reported to be ¿ok for the moment.¿

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).